Manufacturer narrative:
Further investigations are not possible as the defective heating profile was not available for investigation and s/n of defective heating profile was not transmitted. Should additional relevant information become available, a supplement report will be submitted. Because of the characteristics of this event the manufacturer judges that this event fits in the recall of this product that addresses the potential failure. The indication that pca was "sapped" is not possible as the applied part of product is classified "cf". As soon as the healthcare provider responds to the "urgent medical device correction" form from stihler electronic the affected heating profile will be replaced. There was no patient injury or medical intervention associated with this event.

Event description:
It was reported that during continous renal replacement therapy (crrt) using a blood warmer (prsimaflo ii or prismaflo iis). The user noticed a small bubble on the surface of the heating profile. The bubble was glowing red and issuing a small amount of smoke. Treatment was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.